Event description:
It was reported that the surgeon was using 2 piece jig. Because the structure is flimsy it caused the surgeon to miss with the k-wire and the lag screw to the anterior which drove the k-wire into the nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.